Event description:
It was reported that the patient had not charged her battery in at least one year and that it never worked. An overdischarge was suspected but it was unknown what number it was. A physician mode recharge (pmr) was not performed because the patient refused to meet with the manufacturer¿s representative (rep) for a pmr or reprogramming. The patient stated she would call the physician for a possible explant. No diagnostic testing or troubleshooting was performed or required. It was unknown what the cause of the issue was or if the issue was resolved. As a result the patient experienced less than 50% therapy relief in their back. At the time of the report the patient was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).